Event description:
It was reported that the battery gauge was fluctuating. The was no reported adverse impact to customer's blood glucose level. The customer declined further troubleshooting with tandem technical support.